Event description:
It was reported that the patient has had swelling 4-5 times in their low back, specifically the implant area and where the leads are. It was stated that the swelling was causing the electrode on the left side of the spine "to not work on that side of their back." It was further stated that only the right side works and was "very irritating." Ice was necessary to reduce the swelling. The stimulation on the left side was reported as "going in and out." The patient also felt stimulation "less" on the left side. It was noted that this had been occurring since the "follow up surgery with the original implant." It was stated that it last occurred about a week ago. It was indicated that the patient had an appointment scheduled with the doctor for either (B)(6). It was further reported that this would occur when the patient was standing still or changing positions. It was also reported that it was "real aggravating" that only one side was working. It was noted that in (B)(4) 2012, the manufacturer representative had "set it the same for both sides." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n345563, implanted: (B)(6) 2012, product type screening device. (B)(4).